Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of quality control data, complaint history, non-conformance records, and recent product changes did not identify any issues related to the reported event. Data analysis indicated that the reactive result in pp1 with a cycle threshold (CT) value of 36.7 was consistent with amplification of a true viral target. The observed discrepancy between non-reactive and reactive results was attributed to the viral concentration being near, at, or below the assay's limit of detection (lod). The dilution effect in pooled testing further contributed to the non-reactive result in pp6. The investigation concluded that the reported event was consistent with expected assay performance under the described conditions.

Event description:
The initial reporter alleged a discrepant result for hiv when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. On (B)(6) 2022, a sample was tested in a pool of six (pp6) and generated a non-reactive result. Serology testing for the same sample was reactive for hiv. On (B)(6) 2022, the sample was repeated in a pool of one (pp1) and generated a reactive result with a cycle threshold (CT) value of 36.7. On (B)(6) 2022, the sample was repeated in pp1 from the retained blood bag and generated a non-reactive result. The sample was repeated again on (B)(6) 2022 in pp1 and generated a non-reactive result. The donation was blood, and no harm or delay in treatment was alleged.